Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Update to evaluation method and component code grids after review of log analysis.

Manufacturer narrative:
Correction made to conclusion code grid only.